Manufacturer narrative:
H.6 investigation: device returned with spots on packaging the DHR were reviewed for this batch and there was no record of non-conformance associated with this batch. Based on the investigation, the root cause of this complaint was created during the steam sterilization process. H3 other text : see h.10

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% there were issues with foreign matter. The following information was provided by the initial reporter, translated from italian to english: we hereby inform you that following in-process checks we have found the following issues regarding the following deliveries of cod. 306572 [ref. Drm: code bd saline xs]: lot 9142652 - pcs pre-cut (34), pcs spots on packaging (122), pcs spots on syringe (12), pcs missing (2). Lot 9182101 - pcs pre-cut (16), pcs spots on packaging (40), pcs corpuscles welding (12). Lot 9199773 - pc pre-cut (10), pcs spots on packaging (104), pz. Corpuscles welding (7). Lot 9178438 - pc pre-cut (9), pcs spots on packaging (18), pcs corpuscles weld (19), pcs stains on syringe (2), pcs missing (10). Lot 9213635 - pc pre-cut (30), pcs stains on packaging (34), pcs stains on syringe (1)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9142652. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-22. Medical device lot #: 9182101. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-07-01. Medical device lot #: 9199773. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-07-18. Medical device lot #: 9178438 . Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-27. Medical device lot #: 9213635. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% there were issues with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: we hereby inform you that following in-process checks we have found the following issues regarding the following deliveries of cod. 306572: lot 9142652 - pcs pre-cut (34), pcs spots on packaging (122), pcs spots on syringe (12), pcs missing (2). Lot 9182101 - pcs pre-cut (16), pcs spots on packaging (40), pcs corpuscles welding (12). Lot 9199773 - pc pre-cut (10), pcs spots on packaging (104), pz. Corpuscles welding (7). Lot 9178438 - pc pre-cut (9), pcs spots on packaging (18), pcs corpuscles weld (19), pcs stains on syringe (2), pcs missing (10). Lot 9213635 - pc pre-cut (30), pcs stains on packaging (34), pcs stains on syringe (1).